Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specification. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of intermittent out of range was confirmed. The root cause was determined to be a firmware issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for more than an hour.dexcom has issued an rga for patient to return the device to be investigated.